Event description:
Patients father spontaneously called in to report pump issues. Stated both pumps, s/n: (B)(4), have been showing and error of "disposable tubing..." He has turned the pumps off/on when this happens and the pumps start working again. I am sending 2 replacement pumps, so the current pumps can be returned and investigated why the issue is occurring. The patient did not experience a lapse in therapy or any adverse events/effects. Did the product issue cause or contribute to patient clinical injury? No. Actual device available to be returned. Was device replaced? Unknown. Reported to (B)(6) by: patient/caregiver.